Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that information was received from a patient regarding an external device. The patient reported that they have been having a lot of trouble getting the communicator to connect to the ins for the past month or a month and a half. The patient indicated that the connectivity issue was intermittent, noting that it was "hit or miss." Because of this issue, the patient thought the communicator might not be working correctly. The patient stated, "I probably poked things I shouldn't have." The patient stated that they were unable to change to a different program because of the connectivity issue. The patient said they will have someone call back on their behalf to assist with troubleshooting. Additional information was received from the patient. The patient said they got a message today that said internal battery low. Patient said they had been bumping up the amplitude because they had been urinating too much, and they wanted to be able to control their bladder. Patient called the hcp and they told them to call mdt. Agent explained to the patient that when the battery is low there is nothing, they could do the stimulator battery needs to be replaced. Redirected the patient back to the hcp. Additional information was received from the patient. They reported that the cause was unknown. They will replace the ins battery when they can schedule. The issue was not resolved. Will get surgery as soon as they schedule.

Manufacturer narrative:
B3: date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.